Event description:
It was reported that the patient presented in the emergency room with dizziness and asystole that was resolved with cardiopulmonary resuscitation, medication, and implantation of a temporary pacing system. Upon investigation, the battery of the device premature depleted resulting in loss of telemetry, loss of pacing, and loss of magnet response. The patient elected to not have the device replaced. The patient was in stable condition and will continue to be monitored. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.